Event description:
It was reported that the bolus did not work and a pressure down message appeared. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached dso seal. The dso seal was replaced to fix the issue.